Event description:
The pt contracted endophthalmitis on day 11 post-op. An ac tap and intravitreal antibiotics were administered. A full vitrectomy, removal of iol, and capsule bag was performed. The pt grew aspergillus fungi and in the surgeon's opinion, the likely cause of the event is fungal endophthomitis.

Manufacturer narrative:
There have been no other endophthalmitis cases reported under this product lot number. See MDR 1920664-2009-00375 for the delivery device used with this intraocular lens.